Event description:
It was reported that the an asymptomatic patient presented to the clinic for a normal follow up. Upon interrogation, the pulse generator exhibited noise. The device was programmed to voo mode. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.